Event description:
Event description cpi received information that this endotak c transvenous defibrillation lead sustained a conductor fracture and was removed from service. The ventak mini implantable cardioverter defibrillator (ICD) was also explanted because the physician was concerned about possible damage from a shorted lead.